Manufacturer narrative:
The insulin pump passed the displacement test and self test. Hardware low level failure alarm confirmed in the pump history (variableinfo=3) due to broken trace at pin1, u1 keypad assembly. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the device has had an insulin pump error. Report does not state whether the reservoir is not able to lock into place. The customer¿s blood glucose level at the time of the incident is 130 mg/dl. No further details or information available. The device will be returned for analysis.